Event description:
On 31st july 2024, rayner received notification from its distributor in malaysia of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation a crack was observed in the lens optic necessitating iol explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was cracked. The rayone emv rao200e was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There was no harm or injury to the patient as a result of the event. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure (this could encompass cannula as discussed), surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error and optic cracked due to dehydration of lens. Additionally, within the rayone preloaded iol injection system use risk analysis forcing a blocked injector and inadequate lubrication are identified as possible causes of "lens optic damage". This fmea also identifies possible causes for "trapped/ torn lens haptic/ optic during insertion" to be; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 073219665 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance dtaa confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 073219665. There is insufficient evidence and information available to determine the cause of the lens optic damage post implantation.